Manufacturer narrative:
Section a2 age or date of birth: unknown/not provided. Section a4, patient weight: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6a, if implanted, give date: unknown/not provided. Section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye model dib00 19.5 diopter. The patient experienced blurry vision. The vision in her right is ¿not great¿. A week later the patient had another jnj lens implanted in her left eye. The model and serial number were not provided. In her left eye the patient experienced blurry vision, pain and what felt like grit in her eye. Reportedly, the surgeon said she may have had a stroke and that may be the cause of her blurry vision. The patient said that her neurologist confirmed she had not had a stroke. She went to a retina specialist to have her lens cleaned due to ¿gel¿ in her eye which is attributed to her age. She always saw like a thump print on the lens, after the retina specialist did the ¿lens cleaning¿ the pain was alleviated. However, she continues to experience blurry and is not able to see the street signs. The patient continues communication with her doctor. Johnson and johnson has performed several follow-ups but the customer has not responded. No further information was provided. Note, this report is for the right eye. Manufacturer report number 3012236936-2025-0003197 the left eye will be reported in manufacturer report number 3012236936-2025-0003198.